Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's hearing with the device is affected. The parents reported that the child had a fall on the right side of his head, although they could not give the exact date of the trauma. Before the fall the recipient's hearing performance with the device had been good.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient's hearing with the device was affected. The parents reported that the child had a fall and hit the right side of his head, although they could not give the exact date of the trauma. Before the fall the recipient_s hearing performance with the device had been good. There was no swelling or redness around the implant site. There have been no recent changes to health or medication. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient's hearing with the device was affected. The parents reported that the child had a fall and hit the right side of his head, although they could not give the exact date of the trauma. Before the fall the recipient_s hearing performance with the device had been good. There was no swelling or redness around the implant site. There have been no recent changes to health or medication. Re-implantation is considered, but a date has not yet been scheduled.